Event description:
It was reported that the patient heard a tone coming from the pacemaker device. The patient stated there was electro magnet interference (emi). The patient went into another room, but the toning was still able to be heard in the new room. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592-45, implantable pacing lead 2007-(B)(6), 4092-52 implantable pacing lead 2007-(B)(6). (B)(4).